Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of a homechoice cassette where the clamp was. This was identified during set up for automated peritoneal dialysis therapy. The patient did not connect to the line and renal therapy services (rts) assisted the patient in ending the set up procedure and removing the cassette from the homechoice device. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.